Manufacturer narrative:
The reported problem was resolved through troubleshooting with the assistance of olympus technical support via the phone. After powering down the system and reseating the maj-1941, light control cable, the problem was resolved. The investigation is ongoing and a conclusive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that they were experiencing "brightness issues." There was no patient injury, associated with the problem, reported to olympus. This is report #2 of 2 due to multiple events reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the reported device and reproduce the event, the root cause of the brightness problem could not be identified. However, it is likely the cause was related to a mistake in the setting of the user's light source. Olympus will continue to monitor field performance for this device.